Event description:
It was reported that the system 9800 reported an ma sensor failure code and was non functional. System was rebooted and the system was usable. There was no adverse patient involvement reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified and the back plane circuit board in the c-arm suspected as the cause. The board was replaced. The system was tested and found to be working as intended and placed back into service.